Event description:
As reported by an edwards clinical specialist, during valve alignment for a transcatheter aortic valve replacement (tavr) procedure, a 29mm sapien 3 valve came off of the balloon. Upon valve deployment, the valve moved and was implanted in the descending aorta. A second valve was implanted successfully.

Manufacturer narrative:
Investigation is still pending.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation. The 29mm commander delivery system was returned locked at the default marker with no flex and no fine adjust used. Loader cap and loader tubing returned unassembled over the flex shaft. The returned devices were visually inspected, and the following was observed: inflation balloon returned unpleated, gouges present on flex tip and no other abnormalities observed. During evaluation, engineering performed valve alignment. The balloon shaft was able to pull to warning marker, lock and utilize full fine adjustment with no abnormalities observed. Due to the nature of the complaint, no applicable dimensional testing was performed at this time. Imagery was provided from the site and revealed the following: undersized access vessel and calcification present within patient's iliac arteries and descending aorta as the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaints for valve alignment difficulty or inability - gross alignment and thv dislodged off balloon were unable to be confirmed as no applicable procedural imagery was provided. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the operator attempted to push the valve forward, and the valve came off the balloon. The user tried to realign the balloon, and the valve slide off distally". Per the case notes, it was "unknown if it was pulled past the marker" and there was not a lot of tension experienced. Device evaluation results (able to pull to warning marker and utilize fine adjust without any abnormalities) suggests that there was no issue with the delivery system. Per the field clinical specialist, the valve initially moved proximally. As the delivery system was returned unpleated, it is possible that improper device preparation or residual fluid in the balloon may have created an altered balloon profile and excessive manipulation was used to overcome tension. It is possible that when the flex tip was pulled back, the release of tension pushed the valve proximally. However, without applicable procedural imagery, a definite root cause was unable to be determined. Available information suggests that procedural factors (altered balloon profile, excessive manipulation, built-up tension) may have contributed to the reported event. As reported, "tried to realign on the balloon and the valve slide off distally". Per 3mensio review, undersized access vessel was present within the patient's anatomy and calcification was present within patient's iliac arteries and descending aorta. Due to limited information, it is unknown how the thv was dislodged off the balloon. It is possible that the balloon was dislodged during delivery system withdrawal. Additionally, borderline/undersized mld in access vessels and calcification can create conditions that can lead the valve catching onto calcified vasculature or the sheath tip. If excessive manipulation was used, it is possible that the thv can dislodge off of the delivery system. It is also possible that the thv was dislodged during deployment as the inflation balloon was retuned unpleated. It is possible improper inflation techniques were used during valve deployment or the valve was aligned too proximally, resulting in the reported complaint. Additionally, an engineering study was performed to try and replicate the reported complaint (valve dislodged during valve alignment). The study revealed that the 29mm commander delivery system with 29mm s3 valve will not be able to dislodge the thv off the balloon using gross alignment. Additionally, in the worst-case configuration (with full fine adjust used and locked past warning marker) the thv will be located approximately 0.5" from the distal nose tip (see attachment "engineering study - 29mm commander over-alignment dislodge test with 29mm s3 valve" for details). Because the returned device passed functional testing and conformed to specifications, it is implausible that the valve will be dislodged during valve alignment. However, without applicable procedural imagery, a definite root cause was unable to be determined. Available information suggests patient (calcification, undersized vessel anatomy) and/or procedural factors (excessive manipulation, improper inflation) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Event description:
The user tried to realign the balloon, and the valve slide off distally. The valve had to be deployed in the descending aorta instead. Another system was prepped, and the second valve was delivered successfully. The operator indicated that the sheath appeared to be torqued when it was removed. However, the user indicated there was some resistance with the delivery going through the sheath.